Event description:
Info in 2003 indicates pt states "approx 10 days after procedure they rolled over in bed and felt a snap and had pain on the left side. Exam reveals a recurrent cystourethrocele. Probable detachment of left sparc tape." Info received indicates pt had return of incontinence. Exam revealed sling had likely broken or come loose. Opt. Report noted previous placement of the sparc was completely visualized but the sling could not be seen. Bone anchors were placed in the pubic bone and a 2 x 5 cm portion of dermal graft to the anchors and the bladder neck.